Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases, brown particles and weight of the device to the specification. Clouds and bubbles were observed in the gel after the autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Physician reported a left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was due to capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a left side capsular contracture baker grade unknown. Device has been explanted.